Event description:
This patient presented with a severe case of ototis media which caused this migration of her electrode array into auditory canal. An emergency room physician inadvertently aspirated the array out of patient. External auditory canal in an attempt to evaluate the otitis media. Consequently the patient was explanted and reimplanted with a new device in 2005.